Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned thyroid results for 3 patient samples tested on their cobas e801 module. The customer provided the 3 patient samples for investigation. Of the data provided, discrepant results were identified for all 3 patients for either elecsys ft3 iii (ft3 iii) or elecsys tsh (tsh) between the customer's e801 module, the centaur method, an e801 module used at the investigation site, a cobas 6000 e 601 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any erroneous results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh erroneous results. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The e601 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The e801 serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used with the e601 module was 227945 with an expiration date of 30-sep-2018. The ft3 iii reagent lot number used with the e411 analyzer was 257857 with an expiration date of 31-jul-2018. The ft3 iii reagent lot number used with the e801 module at the investigation site was 257824 with an expiration date of 31-oct-2018. Calibration and qc results at the investigation site were acceptable. From the information provided, a general reagent issue can be excluded. Assays from different manufacturers can generate different results. The investigation was unable to find a definitive root cause.